Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The date of manufacture is unknown. The date entered in section is the date adc became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (customer¿s mother), reported the customer experienced an infection related to the use of a freestyle libre sensor. It was further reported that the customer had the following symptoms: inflammation, pus, lump, and pain. The customer's mother reported that she cleaned and treated the site with nebacetin ointment (antibiotic) and that the customer also had contact with a doctor on (B)(6) and was prescribed an unspecified antibiotic. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. The dose audit report covers the required time period. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A caller (customer¿s mother), reported the customer experienced an infection related to the use of a freestyle libre sensor. It was further reported that the customer had the following symptoms: inflammation, pus, lump, and pain. The customer's mother reported that she cleaned and treated the site with nebacetin ointment (antibiotic) and that the customer also had contact with a doctor on march 22 and was prescribed an unspecified antibiotic. There was no report of death or permanent impairment associated with this event.